Manufacturer narrative:
As received, reported event for ipg being inoperable was not confirmed. As received, the ipg charged successfully, communicated with all lab utilities, and passed functional testing on the autotester. The cause of the reported event is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg battery drained quickly and eventually stopped communicating. The patient had stopped using the system years ago. The ipg was confirmed to be inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post op. Exact date of implant is unknown. Reportedly, the ipg was implant around 15 years ago.